Manufacturer narrative:
P-cap locked in place properly during testing. Unit passed displacement test and self test. Unit was downloaded successfully using (thump software). The unit was programmed with test transmitter link (guide link). No transmitter anomalies were noted. Pump pair device feature connection is working properly. Multiple battery caps were removed and installed without difficulty. Display brightness settings functioning properly and no display anomalies noted during testing. Unit was received with the following cosmetic damages: minor scratched lcd window, cracked case corner of belt clip rails and scratched case. Unit was cut open and performed a visual inspection and no moisture damages was noted. In conclusion, customer allegations for transmitter anomalies, screen anomalies or battery cap anomalies were not confirmed during testing. Unit functioning properly during testing. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer reported sensor updating, difficulty seeing the screen in direct sunlight, and the battery cap being more difficult to remove and replace. The customer reported no adverse event. The event involved product(s) mmt-1884l and mmt-7040a. Troubleshooting was not performed, and it was unknown whether the issue was resolved. No harm requiring medical intervention was reported. No product return is required for mmt-1884l and mmt-7040a.